Event description:
It was reported that the pt experienced a loss of therapeutic effect and a shocking or jolting sensation. A "call your dr" message was displayed and an oor condition occurred when trying to increase amplitude. There was no known incident or accident related to the event. Additionally, there was heating at the implantable neurostimulator (ins) site. The pt turned the device off. Impedance measurements were then done which indicated a short on electrodes 11 and 12. Reprogramming of the lead was done to avoid using electrodes 11 and 12. The pt was doing great. The pt will be monitored.

Manufacturer narrative:
(B)(4).